Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024, it was reported by the child that the patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the arm. The reason for the call was for assistance changing the sensor/transmitter since it was stating no battery. The reporter mentioned that the day prior, 911 was called. The patient looked unwell. The egv was 78 mg/dl and the bg was not checked. When the ambulance arrived, the patient was slurring her words. It was not specified nor clarified whether ems checked the bg prior to administering treatment. Ems provided 2 packets of transcend 15g of glucose gel, checked her vitals and lungs. Of note, the patient had a heart surgery last (B)(6). They checked the egv and it was not moving up after treatment. At that time, they checked with a manual meter and the value was around 100 mg/dl. After another 15 minutes, the bg was 200 mg/dl and the egv was 104 mg/dl. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.